Manufacturer narrative:
The initial reporter was a person from department of medical technology. Getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the label was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing label, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing label on xten surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low for label missing. As stated by the subject matter expert at the manufacturing site, label missing is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (42616-xten_userman_0130103, page 26). To prevent any incident similar to the label missing, the user manual (42616-xten_userman_0130103, pages 23-25) mentions instructions concerning cleaning and disinfection, recommended and prohibited products. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed, the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 7th july, 2023 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the label was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.